Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician duplicated the issue. The cord was found to be faulty. The 'hot' prong on the plug was loose and caused a loss of continuity with the blue wire when it was moved by external force. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the user has not had any issues with their ac power on this unit. The fsr could hear arcing inside power cord near the molded plug with intermittent power. He replaced the power cord. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) would not operate on alternating current (a/c) power after booting up on battery and being connected to an outlet. There was no patient involvement.